Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 45 mg/dl. The customer was treated for the low blood glucose with food. Customer¿s blood glucose level was 82 mg/dl at the time of the call. The customer was assisted with troubleshooting and stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. There was no indication that the insulin pump over delivered insulin. Customer had high blood glucose of 386 mg/dl after a low blood glucose event. Customer treated with manual injection. Customer also reported that the insulin pump alarmed motor error. The customer stated that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to reach out to her healthcare professional and discuss possible causes of her low blood glucose and discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarms. Device received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address number label and cracked reservoir tube lip.